Event description:
A physician was preparing to use an expro elite snare in a clinical procedure when he/she noticed a rust-colored substance on the inner hypotube of the handle and the proximal end of the strain relief. The expro elite snare was not used on the patient and was returned to the manufacturer for analysis. No patient impact was reported.